Event description:
The customer reported a loss of live image. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available. The customer cancelled the service call.